Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing pain. The patient underwent explant procedure.

Manufacturer narrative:
Additional suspected medical device components involved in the event: model#:sc-2218-50 serial#: (B)(4) product description:linear st lead, 50cm model#:sc-4316 lot#:15252311 product description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain. The patient underwent explant procedure.